Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of the other organs') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability, medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization and disability), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device dislocation, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation with essure. The reporter commented: the plaintiff was injured severely and permanently, and then she will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced fallopian tube perforation (seriousness criteria hospitalisation, disability, medically important and intervention required), uterine perforation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation and disability), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (removal of the essure). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device dislocation, uterine perforation, fallopian tube perforation, perforation, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety or depression. The reporter commented: the plaintiff was injured severely and permanently, and that she will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: after company internal review the imdrf code f0101 was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of the other organs') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, disability, medically significant and intervention required), uterine perforation (seriousness criteria hospitalization, disability and intervention required), perforation (seriousness criteria hospitalization and disability), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device dislocation, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation with essure. The reporter commented: the plaintiff was injured severely and permanently, and that she will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a female patient who had essure inserted (lot no. 958708) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of panic attack, back pain, anxiety, anxiety, depression, eye swelling (aspirin, minor, allergy, a long time ago ibuprofen- minor, allergy, a long time ago), itching (morphine sr 100 mg tablet, minor, allergy, a long time ago (itching) percocet 5-325 mg tablet, minor, allergy, a long time ago (itching)), migraine, cholecystectomy, asthma, abortion spontaneous, amenorrhea, parity 4, multi gravida, ovarian pain, asthma, vaginal dryness, pyloric stenosis and hair loss. Previously administered products included: nuvaring and mirena. Concurrent conditions were listed as dizziness, weight gain, dyspareunia, vaginal crampy pain, weight gain and heavy periods. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation, disability, medically important and intervention required), uterine perforation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation and disability), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2018 the patient was treated with surgery ((total hysterectomy and bilateral salpingectomy and removal of the essure). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device dislocation, uterine perforation, fallopian tube perforation, perforation, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety or depression. The reporter commented: the plaintiff was injured severely and permanently, and that she will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. The essure coil was inserted without complication. 5 coils trailing on the left and 8 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: the scout images demonstrate the presence of essure coils within the adnexal regions bilaterally. Th e cine images demonstrate adequate opacification of the uterine cavity via the administered water-soluble contrast. The cornual ends of the fallopian tubes demonstrate normal morphology. No definite contrast spill is identified within the peritoneal cavity on either side. Conclusion: bilateral, iatrogenic tubal occlusion. [Pathology test] on (B)(6) 2018: specimen source: 1. Uterus, cervix both fallopian tubes 2. Fecalith clinical history: heavy menstrual bleeding, essure clips diagnosis: 1. Uterus, cervix, bilateral fallopian tubes (total hysterectomy and bilateral salpingectomy): cervix - within normal limits 2. Uterine corpus endometrium with exogenous hormone effect unremarkable myometrium serosa with no histopathologic change 3. Bilateral fallopian tubes benign fallopian tubes with essure coils in situ specimen labeled "fecalith", removal: - appendix epiploica. Gross description: other: both the right and left cornuas show a coiled metallic structure, previous tubal ligation [ultrasound pelvis] in (B)(6) 2012: normal gynecological organs; on (B)(6) 2012: post mirena insertion with cramping ¿ asses iud position an iucd is present in situ and it appears well positioned within the cavity. Ovaries are unremarkable although the left one was only tentatively see the most recent follow-up information incorporated above includes data received on: 06-may-2024: medical record received. Lot number added. Lab data (surgical pathology report) added. Medical history, concomitant condition, concomitant drugs were added. Patient details updated. New reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a female patient who had essure inserted (lot no. 958708) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of panic attack, back pain, anxiety, anxiety, depression, eye swelling (aspirin, minor, allergy, a long time ago ibuprofen- minor, allergy, a long time ago), itching (morphine sr 100 mg tablet, minor, allergy, a long time ago (itching) percocet 5-325 mg tablet, minor, allergy, a long time ago (itching)), migraine, cholecystectomy, asthma, abortion spontaneous, amenorrhea, parity 4, multi gravida, ovarian pain, asthma, vaginal dryness, pyloric stenosis and hair loss. Previously administered products included: nuvaring and mirena. Concurrent conditions were listed as dizziness, weight gain, dyspareunia, vaginal crampy pain, weight gain and heavy periods. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced fallopian tube perforation (seriousness criteria hospitalisation, disability, medically important and intervention required), uterine perforation (seriousness criteria hospitalisation, disability and intervention required), perforation (seriousness criteria hospitalisation and disability), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery ((total hysterectomy and bilateral salpingectomy and removal of the essure). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device dislocation, uterine perforation, fallopian tube perforation, perforation, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety or depression. The reporter commented: the plaintiff was injured severely and permanently, and that she will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of the essure device. The essure coil was inserted without complication. 5 coils trailing on the left and 8 on the right. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: the scout images demonstrate the presence of essure coils within the adnexal regions bilaterally. Th e cine images demonstrate adequate opacification of the uterine cavity via the administered water-soluble contrast. The cornual ends of the fallopian tubes demonstrate normal morphology. No definite contrast spill is identified within the peritoneal cavity on either side. Conclusion: bilateral, iatrogenic tubal occlusion. [Pathology test] on (B)(6) 2018: specimen source: uterus, cervix both fallopian tubes; fecalith. Clinical history: heavy menstrual bleeding, essure clips. Diagnosis: uterus, cervix, bilateral fallopian tubes (total hysterectomy and bilateral salpingectomy): cervix: within normal limits. Uterine corpus: endometrium with exogenous hormone effect; unremarkable myometrium; serosa with no histopathologic change. Bilateral fallopian tubes: benign fallopian tubes with essure coils in situ. Specimen labeled "fecalith", removal: appendix epiploica. Gross description: other: both the right and left cornuas show a coiled metallic structure, previous tubal ligation. [Ultrasound pelvis] in (B)(6) 2012: normal gynecological organs; on (B)(6) 2012: post mirena insertion with cramping ¿ asses iud position an iucd is present in situ and it appears well positioned within the cavity. Ovaries are unremarkable although the left one was only tentatively see. Lot number: 958708. Manufacture date: 2012-03. Expiration date: 2015-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.